Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with her daughters sensor. The customer's mother states that three sensors have just fallen of her daughter body. The customer experienced two calibration errors. The customer also states that her daughter's blood glucose was 500mg/dl a couple weeks ago. Troubleshooting was conducted and cleared the high blood glucose and calibration errors. The device is not being returned.